Manufacturer narrative:
Part number 300-70 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where customer states the product was used on a patient and it became kinked during an unspecified procedure. The patient received unnecessary treatment because of this alleged defect. The caller reported that replacement of the tube was required and the reported defect resulted in rising airway pressure and increasing heart rate to the patient.